Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on the right ventricular lead and oversensing by the device, which caused pacing inhibition in a pacer dependent patient. A procedure was performed to replace right ventricular lead. Multiple attempts for additional information were made, however no further information about the event could be obtained. No additional adverse patient effects were reported.